Manufacturer narrative:
Patient age: over 18 years old. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a tactile and visual examination found no defects on the tip section of the device. No stent was returned with the unit. There were various hypotube kinks starting at approximately 491mm distal to the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the stent was damaged. The lesion being treated was located in the left anterior descending artery. While prepping 3.0 x 28mm synergy stent, the physician noted that stent was damaged. The device did not enter the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that the stent was damaged. The lesion being treated was located in the left anterior descending artery. While prepping 3.0 x 28mm synergy stent, the physician noted that stent was damaged. The device did not enter the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.